Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Blood glucose value is 475 mg/dl. Customer does not use the sensor feature. Customer also stated that when clearing the motor error alarm; she received a no delivery alarm. Customer stated she had previously treated for low blood glucose. Customer was advised to treat the high blood glucose with manual insulin injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.